Event description:
A one lense of a pair of costa del mar sunglasses shattered when they fell from a height of 3.5 feet. It was difficult to see the shatter at first so I put the sunglasses back on when I obviously noticed the vision was horribly obstructed through the left lense. I removed the sunglasses immediately and felt a scratching sensation in my left eye. A trip to urgent care was necessary the following day as my eye was very red and felt irritated. My eye was flushed and I received lubricant drops and antibiotic ointment for a scratched retna likely from a small shard of glass or other debri. FDA safety report ID # (B)(4).